Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.